Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present we consider this complaint to be closed.

Event description:
It was reported that the hakim valve was broken after implantation, the patient had hydrocephalus and the device was revised. The external drainage was performed for abdominal surgery. The abdominal cavity catheter was changed to the atrial catheter for va-shunt. After that, the patient had a symptoms of hydrocephalus. It was checked by shunt contrast but no blockage was found. However breakage of the valve was found by x-ray. The revision surgery was performed on (B)(6) 2018. It was suspected breakage due to a strong shock was applied while implanting the valve. No further information was provided by hospital. The product will not be returned.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected it was noted that the x ray dot, and stator were dislodged; therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator and the x ray dot. The cam magnets were controlled and passed testing. The root causes for the dislodged x ray dot and stator could be due to a hard knock, as noted in the complaint description. -the root cause of the corrosion could not be clearly determined. The x ray dot and stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the device would not be returned for evaluation. The product was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.